Event description:
On 24-mar-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1224s cannulated coring reamer with collared pin broke during use. It was reported that while drilling the iliac bone with the trephine, the instrument broke after the graft was removed. This was discovered during an unspecified procedure with no patient harm. The case was completed using another device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.